Manufacturer narrative:
Additional and corrected information provided in d.9., h.3., h.6. And h.10. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. 5 sample were returned for evaluation. All 5 samples passed visual inspection, there were no obvious defects observed. There was no occlusion in the pneumatic drivelines or fluid paths. Opened sample 1 - probe was tested on a calibrated console and the grey radio frequency identification (rfid) was not properly recognized on the console. The default cut rate was displayed on the screen of 2500 cuts per minute. The probe rfid data was then interrogated and was found to be non-conforming. Unopened samples 2,3,4 - probes were evaluated and we confirmed they were non-conforming for actuation of the cutter. Unopened sample 5 - the probe sample was tested and met specifications. Samples 2,3,4 will be sent to site to investigate the actuation/cut failure. The root cause for the product associated with this event is related to an error in the supplier manufacturing process during the rfid connector assembly. The supplier manufacturer has been notified and made aware of this complaint issue. No further action will be taken for this occurrence. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the cutter made strange noises and malfunctioning in both cutting and aspiration. The condition of actuating was unknown during vitrectomy surgery. The surgery was completed after replacing the product with new one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).